Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the instructions for handling before use on the label of unsterilized balloons (mh-303, maj-213) state "sterilize if necessary," but the instructions for handling before use in the package insert state " must be sterile.'' It was used unsterilized at the facility. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: 1. Sterilization be sure to sterilize with ethylene oxide gas before use. For sterilization methods, refer to the ``instruction manual'' of the ethylene oxide gas sterilizer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus balloon2 may have inadvertently been used on a patient after having been insufficiently reprocessed. There has been no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by the user being unaware that the labeling was incorrect. Olympus will continue to monitor field performance for this device.